Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned treatment was performed by the customer when the issue occurred and completed as planned by moving the c-arm when the pan handle was depressed. The philips field service engineer (fse) inspected the system on site and confirmed that the camera didn¿t move due to the detection of an active button on the control module. To resolve the issue, fse replaced footswitch and fdcsib. The defective footswitch was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. No harm was reported to philips. Philips has started an investigation of this complaint.